Event description:
It was reported that the patient had received an inappropriate due to double-counting with some non-physiological noise. The patient was brought in for system evaluation as well as possible re-programming. However, due to the patient's ejection fraction recovering the physician elected to deactivate the system. Approximately a week later the entire system was explanted. No adverse events were reported.